Event description:
Healthcare professional reported unilateral left side rupture per CT scan, implant exchange. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight and broken shell and others. A microscopic analysis was performed which identified: a striated broken on radius. Based on the device analysis the final assessment is: - a striated broken on radius assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.